Event description:
It was reported that while patient was in the ICU for unrelated reasons, the patient had received inappropriate antitachycardia and shock therapy for atrial fibrillation with rapid ventricular response. Programming changes were made. The patient will continue to be monitored remotely and has a scheduled appointment.